Event description:
Patient presents to clinic c/o a battery not charging. He did try using different charging ports and cleaning the battery. This battery was taken out of service previously and brought to clinic for replacement today. FDA safety report ID # (B)(4).